Event description:
It was reported to technical services on 1/25/11 that this product will be explanted due to infection. No other information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).